Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device did not function properly. When the surgeon went to clamp and staple the appendix the staples did not deploy. Surgeon attempted to replace the reload and it did not function properly the second time. Clinical staff opened another reload and handle to resolve the issue. There was no patient injury.